Event description:
The customer contacted natus medical to report alleged skin irritation (sore areas) on the lower back during phototherapy .

Manufacturer narrative:
Update (B)(6) 2020. Reference to natus complaint no. (B)(4); part 006254; serial (B)(6) which was documented in the inital report, will now be documented under a separtate report (MDR 3018859-2020-00009).

Manufacturer narrative:
07 oct 2020 follow up#002 (ref natus complaint no.(B)(4). Investigation and findings: natus technical service representative received an update confirming that a burns specialist, looked at the patient and confirmed it was not a burn. The specialist also stated that the patient was wriggly and believed the issue was a pressure sore or rubbing mark. Investigation result noted as use error caused or contributed to event. No further action necessary. The unit has been returned for service. Per doc-015331 "neoblue, risk analysis", under ID h.10, harm: allergic / skin reaction, severity (2) = minor, probability (2) = unlikely, risk rating = low. Control measure: design - the enclosure is constructed of poly carbonate material (does not contain latex). The reported complaint does not indicate a potential new failure mode, a new harm, or change in severity and/or probability of occurrence, and therefore a product risk review is not required. There are no CAPA's related to this issue and no complaint trends have been identified. No device history review is required, as the device was in service for more than 2 years at the customer site, and a manufacturing defect is very unlikely. A search for service data that may have been relevant to this issue was conducted. No further information related to this issue was found. No corrective action required.

Event description:
The customer contacted natus medical to report alleged skin irritation (sore areas) on the lower back during phototherapy.

Manufacturer narrative:
(B)(6) 2020 (ref natus complaint no.'s (B)(4)). Two incidents, for the same event, were reported from this facility. (Ref part 006254 serial (B)(4), serial (B)(4)). Natus has requested the customer to return the units associated with these two events, for evaluation. Per (B)(4) rev g "neoblue, risk analysis", under ID harm: allergic / skin reaction, severity (2) = minor, probability (2) = unlikely, risk rating = low. Control measure: design - the enclosure is constructed of poly carbonate material (does not contain latex).

Event description:
The customer contacted natus medical to report alleged skin irritation (sore areas) on the lower back during phototherapy . Two incidents, for the same event, were reported from this facility. (Ref part 006254 serial005371 and serial (B)(4)).